Event description:
We used a bedwetting alarm last night on my son. Within a few minutes of use, the alarm literally exploded at night and injured my son. The back housing of the alarm got very hot and that probably caused the alarm to explode. Batteries exploded inside the alarm and leaked out. The battery leak was so hot that it burnt my son's skin. I am shocked. I had to immediately rinsed his neck with fresh water and rushed him to the hospital where he was treated for chemical burns from the batteries. He has suffered psychological stress and emotional harm from the battery explosion.